Event description:
(B)(4). No serious injury allege. Malfunction alleged. Consumer's wife called and stated that husband (end user) was going up a ramp and the pronto m91 just came to an abrupt stop and would not go. She says she had to manually push the pronto. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model pronto m91, serial number/date code unknown. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.